Manufacturer narrative:
A trach change was performed to resolve the issue. The trach was returned for analysis and it could be seen that the teflon tubing used to bridge the airway line to the lumen in the shaft had worked its way inside the pilot balloon. The cuff of the returned device did inflate and deflate when air was inserted through the inflation valve, which indicates that the teflon tubing was in the correct location when the device was assembled; otherwise, the opening that joins the external airway line to the internal lumen would have been blocked by adhesive. Since no adverse trends have been identified related to this issue, no corrective actions are planned at this time.

Event description:
It was reported that a customer opened new custom device and when inflating, the piece inside the pilot balloon went in and got stuck. No adverse patient effects were reported.